Event description:
Customer reported blood glucose results of 309 mg/dl, 134 mg/dl, and 211 mg/dl within 10 minutes on the aviva system. The same 309 mg/dl was also within 10 minutes of a result of 130 mg/dl on the same system. Also reported blood glucose results of 248 mg/dl, 116 mg/dl, and 132 mg/dl within 10 minutes on the aviva system. The same 248 mg/dl and 116 mg/dl were also within 10 minutes of a result of 239 mg/dl on the same system. The same 239 mg/dl was also within 10 minutes of a result of 80 mg/dl and 106 mg/dl on the same system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.